Event description:
The surgeon was performing an acl and using slingshot for femoral fixation. As he was screwing in cross pin the tip of the hex driver broke off. He felt the cross pin was in a good position, but was not able to retrieve the tip of the hex driver, was not able to remove it from the pt.